Event description:
It was reported that while injecting himself multiple times with bd insulin syringes with bd ultra-fine needles, the consumer had six needles from one box and four needles from another, break off and remain embedded in the injection site. The consumer's wife was able to remove all of the needles, except for two, with a pair of tweezers. The consumer when to a hospital where he was evaluated, the injection site was lanced, and the two remaining needles were removed.

Manufacturer narrative:
The actual samples are not available, but unused units may be returned for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 4230835. Upon completion of the investigation, a supplement report will be filed. (B)(4).